Event description:
Customer stated the insulin pump is showing high carbohydrates then he was inputting into the device. Customer reported he was experiencing issues with boluses. Customer spoke to his doctor and doctor stated he was inputting higher carbohydrates. Customer was sure ht did not input them. Customer's blood glucose was 87 mg/dl. Customer stated the parameters were entered correct and blood glucose. Food bolus was incorrect. Customer was advised the issue seems to be with carelink not on the device. Customer reported the insulin pump had a frozen display three weeks ago and issue has not reoccurred. Customer was advised to monitor the device and replace battery with a new one. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.